Manufacturer narrative:
The device was disassembled and inspected and it was found that the red capacitor wire was detached as well as one of the standoffs was broken off. The root cause was determined to be customer abuse.

Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon inspection, product assessment center (pac) technician reported that the device would not complete its initial boot-up cycle. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon inspection, product assessment center (pac) technician reported that the device would not complete its initial boot-up cycle. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The product assessment center (pac) technician evaluated the device was able to verify the reported issue. The customer received a replacement device. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.